Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5, 3.1. Date: (B)(6) 2011, lab: 2.6. Caller also had imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.5, 3.1. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 3.1, mean: 2.30, sd: 1.13, %cv: 49.20. The 2.6 lab inr result was excluded from comparison test since it was performed a day after inratio results. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.